Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the insulin pump alarmed motor error . Customer's blood glucose level was over 600 mg/dl. Customer did an injection to treat for high blood glucose level. The customer declined to troubleshooting for high blood glucose. The customer was able to rewind the insulin pump but motor error alarm recurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.